Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 02 did not open when attempting to issue medication. A technical support specialist remotely accessed the system, found no errors, performed testing, and upon retry the drawer opened and medication was issued, resolving the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 2 was failed to open when tried to issue tramadol 50mg tab. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.